Event description:
Hospital alleged that pt tested negative for hcg with urine specimen in 2003. Pt admitted for hysterectomy on that same day. The post-op pathologist found a 10-11 week fetus. At this time, pt's health is good.